Event description:
One wire was returned. The device was returned clean (not bloodied). While the wire was still within the hoop, coating could be seen separating from the wire. The distance from the proximal weld to the first section of missing/partial coating was 30 mm. There is a kink in the wire 410 mm from the proximal weld. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was 15 mm. The longest uncoated region was 710 mm (small pieces of coating were still present, but not significant). Almost the entire length of the wire has missing coating. The complaint was confirmed; coating was found to be missing or flaking off from multiple segments of the wires.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: lack of information (cause of event is unknown).

Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of a greater than 5 cm abdominal aortic aneurysm approximately three weeks ago. It was reported that the coating of the archer guide wire came off during withdrawal from the reliant balloon and the physician had difficulty removing the wire from the balloon. The physician removed the balloon and the wire from the patient as one unit and the procedure was completed using a new reliant balloon and another archer guide wire. No issues were reported with the second balloon or archer guide wire. The physician believes none of the coating from the guide wire was left in the patient. No clinical sequelae were reported and the patient is fine. No further information was provided.